Manufacturer narrative:
Eval summary: no lot code or sample was provided by the customer. Therefore, no further eval or root cause analysis can be conducted at this time. No root cause could be determined at this time. Add'l info was requested via email on 02/07/2011; via mail on 02/07/2011; via phone on 03/02/2011. (B)(4).

Event description:
A consumer initially reported she experienced an allergic reaction following the use of this product. On (B)(6) 2011, the consumer reported she was diagnosed by her physician with corneal infiltrates and experienced eye discomfort. She stated she is now using another product and her symptoms have resolved. Add'l info has been requested.